Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The blood glucose reading was 5.6 mmol/l. No significant events leading to the alarm were observed, and neither a battery change nor the cleaning of the battery cap resolved the issue. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump had an intermittent button response, due to corroded keypad traces. No button error alarm noted. Insulin pump had a cracked case near lcd window corner, cracked lcd window scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.